Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released per sterilization specifications. There were no non conformances with respect to the sterilization process. The complaint related associated test is the limulus amoebocyte lysate (lal) test after sterilization. Results of the samples from the sterilization batch show the amount of endotoxin met specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances, deviations, or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable, lens remains implanted to date. Initial reporter: phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one patient developed endophthalmitis in 1 month postop while the second patient developed endophthalmitis in 3 days postop. All other patients operated on the same day were absolutely fine. The same consumables like viscoelastics and balanced salt solution were used for all the patients. At the time of initial complaint, it was not clear which lens was implanted in which patient and respective date of implant. No medical intervention reported for treatment of reported condition. Two separate complaints will be filed based on the serial number of the lens. No further information was provided.